Manufacturer narrative:
E1: patient city - (B)(6). Patient country - colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set fell off due to sweat on (B)(6) 2026. No further information available.